Event description:
It was reported to philips that the system would not boot up. The device was not in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system cannot enter the application. A review of the system logfiles found that the system startup process had crashed. Upon troubleshooting actions, fse reconnected the tp network and restarted the system. After repairs, the system was returned to use in good working order.